Manufacturer narrative:
(B)(4).this complaint for a connection issue was not confirmed and the root cause could not be determined as the sample was not returned for evaluation, and a batch review could not be performed.

Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp)'s transfer set and patient line became separated and the caregiver (cg) wanted to end therapy during drain 1 of 4 on the homechoice (hc) . They needed to start over with all new supplies. The technical service representative (tsr) assisted the cg to end therapy on the hc for the hp. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.